Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a mortuary with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately two years, six months after device replacement. Additional information provided noted the cause of death as: probably arrhythmia or automatic internal device failure, systolic heart failure and viral cardiomyopathy. Additional information related to the circumstances of the death and related to the statement of device failure has been requested and not received.

Manufacturer narrative:
Additional information was received from the physician. The circumstances surrounding the death was noted as: cardiac arrest. It was unknown if a device check was performed at the time of death and if there were any performance issues present. The patient was reported to have worsening cardiomyopathy. No autopsy was performed and it was unknown if there was a relationship between the device system and the patient death. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg, ICD, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.